Event description:
During treatment with the t-rex biopsy forceps, the jaws were locked in the open position. However, the device was removed through the sheath with some difficulty. No pt injury was reported.